Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 4 and 24 hours, the site was red, irritated, swollen and infected. The patient felt nauseous, with high blood glucose (bg) levels of 15 mmol/l (270 mg/dl) visited the emergency room (ER) where was diagnosed with erysipelas and prescribed antibiotics (name unspecified) to be taken for 7 days 3 pills a day.